Event description:
Additional information was received that the patient reported hearing tones from the implantable cardioverter defibrillator (ICD). Upon review it was noted that two months earlier another high out of range shock impedance measurement of 152 ohms was noted via the remote home monitoring system. Review found that the right ventricular (rv) lead shock impedance measurements had continued to be out of range and were generally stable around 140 ohms. Boston scientific technical services (ts) suggested commanded shocks, however the physician opted to continue to monitor the patient with no further testing at this time. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were high out of range. It was noted that the patient had received an appropriate shock after the impedances were noted to be high out of range and the true shock impedance was within range. No adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) and this rv lead remain in service.